Event description:
(B)(4) found error code 810:11. All sensor out of tolerance. This is the air in line and occlusion pressure sensor being out of tolerance that causes pump to stop and alarm. Pump pulled out of service and will be sent to baxter healthcare for calibration/repair. (B)(4).